Event description:
It was reported that during a refill on the day of the report they pulled more drug out of the pump than expected. The actual residual volume (arv) was more than 8ml while the expected residual volume (erv) was 1.3ml. At the prior refill to this the arv was 5ml greater than the erv. Prior refills did not show volume discrepancy. The caller stated that for the past couple months, the patient had complained of increased pain and felt he was receiving less drug that she should have been. The patient had an MRI on (B)(6) 2013 and a motor stall occurred with motor stall recovery 5 minutes following the MRI. No dye study had been performed; however, the patient had an MRI of the lower spine to make sure the position of the catheter was normal. Results of the MRI showed possible edema in the patient's back. The caller stated "it sounds like there could be an occlusion on the catheter". The device system was used to deliver fentanyl and bupivacaine.

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4), product type programmer, patient product ID 8590-1 lot# n292474, implanted: 2011 (B)(6), product type accessory product ID 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter (B)(4).